Event description:
Allegedly, pt's hip revised due to pain. No infection found: suspect metal sensitivity.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Event device code is addressed in the package insert. Attempts are being made to have the product returned. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00314, 00315.